Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was so short she could not get a good grip on it and confirmed it was much shorter than normal upon removal. Her husband was able help her remove the pledget using the string. She stated she experienced some pain during removal because it took so much effort to remove the tampon.